Event description:
The olympus field service engineer reported (on behalf of the customer) errors b30 (scope communication error) and e315 (incompatible scope) occurred on the evis exera iii colonovideoscope. The issue was found during the diagnostic colonoscopy procedure and the procedure was completed with another similar device. The device was inspected prior to use. The procedure was delayed for about 10 minutes. There was no report of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. The device evaluation found: radio frequency identification (rfid), e216 (scope communication error), was okay after aeration, deep scratches on switch4/function, the plastic distal end cover had dents/scratches, the objective lens edge with chips/worn glue, the light guide lens was cracked (x1) and edge had chip (x2), a cracked bending section cover, the insertion tube had a chip on boot/scratches, the light guide tube had minor dent, and the scope connector had wet detection sticker activated. Based on the results of the investigation, it is likely that when the user was handling the device, water invaded the scope connector, which led to abnormality of electronic parts. As a result, the error message was displayed. However, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): ¿inspection of the endoscope: user may be able to reduce/prevent occurrence of the event by handling the device in accordance with the following IFU. When attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor the field performance of this device.